Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt went to the ER due to pain and it was discovered that the pt broke through the conical stem approximately 1/3 from the distal tip, therefore requiring another revision. Four years prior, pt came to surgeon for a revision on a revision of bipolar (competitor) due to component failure and protrusio.